Manufacturer narrative:
The subject device was returned, to the olympus local service department. The olympus local service department checked the subject device. And found that the reported phenomenon could not be duplicated. Device history record review, indicates that the product was manufactured. And tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because olympus local service department could not confirm the phenomenon. There were some items for, which information could not be obtained. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed on the monitor and the touch panel of the subject device was not displayed. The user cancelled the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A local field service engineer checked the subject device on site and found that the reported phenomenon was duplicated. And, when the power of the subject device was turned on, color bars were displayed on the monitor and the touch panel of the subject device was displayed intermittently. A supplemental report will be submitted, if additional or significant information becomes available at a later time.